Event description:
It was reported that they are getting a collimator cut off at the chest wall using the small breast paddle only, which resulted in an additional exposure to the patient. The fe determined the paddle needed to be realigned.